Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). The field service representative who identified the issue found the patient circuit pump 1 to be circulating very slowly. The service representative removed the patient circuit bridge and replaced patient circuit pump 1 to resolve the issue. A blind plug was installed in the upper overflow port and the device was cleaned under the patient bridge and in the patient tank. The cleaning procedure was completed and subsequent functional verification testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code on the patient side during a cleaning cycle and the patient water circuits could not be circulated. This issue was discovered by a livanova field service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
The replaced pump was visually inspected. During the evaluation an evidence of deposit build-up was found on all components exposed to fluid during operation. This could be identified as root cause for the reported issue. However it could not be determined what caused the deposit.